Event description:
The account alleges that the head and hi/low will not function, resulting in an inability to achieve CPR.

Event description:
During a follow-up, an increase in lead impedance and threshold were observed. X-ray revealed an insulation anomaly. The lead was capped.

Manufacturer narrative:
The lead was received cut in two pieces. The analysis of the lead revealed an outer insulation abrasion, exposing the proximal cables. If the cables are stretched and the lead is in a curved position, the cables may apply pressure to the inner wall of the outer insulation. Over time and with movement of the heart, the cables may abrade the insulation from the inside and eventually break through the insulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.